Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-01523 and 07172).

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right total hip arthroplasty was performed on an unknown date and revision performed on (B)(6) 2012 due to pain and loose cup. Review of invoice history could not confirm surgeries or dates. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2013 was due to pain and elevated metal ion levels. Additional information received in patient medical records noted that on an unknown date patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.